Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have been having ongoing issues with the elecsys vitamin d total ii assay (vitd2) on the cobas 8000 e 602 module (e602). The customer provided data for four patient samples that had erroneous vitd2 results that were reported outside of the laboratory. The first sample initially resulted as 88 ng/ml accompanied by a data flag. The sample was repeated three times, resulting as 64 ng/ml, 73 ng/ml, and 53 ng/ml. All four values were averaged to a value of 70 ng/ml. The 70 ng/ml value was reported outside of the laboratory and deemed to be correct. The second sample initially resulted as 96 ng/ml accompanied by a data flag. The sample was repeated three times, resulting as 62 ng/ml, 77 ng/ml, and 83 ng/ml. All four values were averaged to a value of 80 ng/ml. The 80 ng/ml value was reported outside of the laboratory and deemed to be correct. The third sample initially resulted as 64 ng/ml accompanied by a data flag. The sample was repeated twice, resulting as > 100 ng/ml accompanied by a data flag and 56 ng/ml. The 64 ng/ml and 56 ng/ml values were averaged to a value of 60 ng/ml. The 60 ng/ml value was reported outside of the laboratory and deemed to be correct. The fourth sample initially resulted as 63 ng/ml accompanied by a data flag. The sample was repeated twice, resulting as 36 ng/ml and 56 ng/ml. The 63 ng/ml and 56 ng/ml values were averaged to a value of 59.5 ng/ml. The 59.5 ng/ml value was reported outside of the laboratory and deemed to be correct. The patients were not adversely affected. The field application specialist determined the issue to be related to the customer's pre-analytic sample handling. The field service engineer decontaminated the instrument. Precision studies were performed after the decontamination. Roche diagnostics has issued an urgent medical device correction for this issue, entitled "elecsys® vitamin d total ii assay ¿ non-reproducible false high results." This correction has been reported to FDA; the roche recall identifier is 1823260-04/24/18-003-c. During the implementation of the elecsys vitamin d total ii assay on the modular analytics e 170 module, and cobas e 601 and 602 systems, there were reports of non-reproducible, false high results. These customer observations were made in comparisons of duplicate measurements during assay validation of elecsys vitamin d total ii assay or in method comparisons with elecsys vitamin d assay (i.e., during conversions), where the falsely elevated discrepant value did not fit the expected result. The observed elevated results reported with the elecsys vitamin d ii assay were not confirmed upon repeat testing of the affected samples. The observed findings: the first result is elevated, either above the upper end of the measuring range (>100 ng/ml or >250 nmol/ml), or within the measuring range; repeated results are significantly lower. Rare cases have been reported on the cobas e 411 analyzer and the cobas e 801 module. Roche is conducting investigations into the reported issue and has determined that the elecsys® vitamin d total ii assay is strongly affected by pre-analytical errors. The investigations have reproduced these findings when requirements for pre-analytical sample handling have not been met for plasma samples. Further investigations into the reported issue are ongoing. As a result, the pre-analytical sample quality and compliance to the tube manufacturer¿s specifications is very important to assure a high quality sample in order to minimize the risk of occurrence. Investigations are ongoing to determine the root cause of this issue. A workaround has been provided to customers.

Manufacturer narrative:
The investigation was unable to find a definitive root cause. The customer stated that they now request serum samples for vitamin d testing. In the event that a serum tube is not available, a plasma tube sample is transferred into an aliquot tube and re-centrifuged prior to testing. The customer has not had any further issues.